Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and high pacing impedance measurements of approximately 1900 ohms. The cause of the observations was thought to be due to a fracture in the lead. However, no x-ray, fluoroscopy, or visual observation were performed. As a result of the clinical observations, the rv lead was abandoned surgically. No additional adverse patient effects were reported.